Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that the pt suffered an adverse reaction to the product. This type of adverse reaction is known and well documented in the product literature.

Event description:
The pt became hypoxic after insertion of cement. The oxygen saturation fell to 88%. The pt recovered.